Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a pericardial effusion which did not required from an intervention, however remained under observation overnight. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. The catheter was screening test and catheter passed. No force issues were observed. The force feature was working properly. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17067750m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4); product name: lasso® nav eco variable catheter, us catalog #: d134301, lot #: 17101296l; product name: soundstar® 3d diagnostic ultrasound catheter, us catalog #: sndstr10g, lot #: g3026377. Non-bwi products used: brk needle, 8.5 fr agilis sheath and 8.5 fr sl1 (st. Jude medical). (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion which did not required from an intervention, however remained under observation overnight. The patient¿s medical history is unknown. The procedure was completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control settings of 25 and 40 watts, irrigation flow setting at 30ml, 8.5 fr. Agilis sheath and 8.5 sl1 sheath were used. Per 21 cfr, part 803, this complaint is reportable.